Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Error code 570.6200 is confirmed due to a bad old type oridion board, replaced it a new oridion board. Updated a new logic board for compatibility. Broken front case and rear case, replaced them new front and rear cases assembly. Replaced also both new iui connectors for their wear. The display board worked intrmittent, replaced it a new display board. Performed leak down test and co2 calibration.